Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that visualization issues occurred. The opticross imaging catheter was selected for ultrasound examination of the target lesion. Upon connecting the catheter, the screen was black. The device was disconnected and reconnected but the black screen remained. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was detached.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the sheath and imaging window were kinked near the lapjoint section. Microscopic inspection revealed the imaging window was detached near the lapjoint section. Imaging core impedance testing showed a complete circuit curve. The transducer level impedance test showed weak transducer activity with a rh peak of 29 ohms. During image characterization testing, a poor image appeared in the ilab system.